Manufacturer narrative:
B3 and d6 are estimated dates. B5 is revised. As the stent remains implanted in the patient and there was no report of delivery system malfunction, the device was not requested. A review of the lot history record (lhr) was performed. There were no non-conformances related to the reported event. The lot conforms to its predetermined specifications and requirements. A review of instructions for use confirmed that perforation is labeled as a known potential adverse event. A definitive root cause for the reported perforation is not able to be determined. As there were no reported device or labeling deficiencies, the perforation may have resulted from, but not limited to, stent or balloon overexpansion; incorrect stent size selection for vessel reference size; vessel pathology (including atherosclerosed vessel prepped with cutting balloon prior to stent use); excessive force required during advancement / retraction; and / or poor stent wall apposition. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
During planned percutaneous coronary intervention (pci) for treatment of a lesion in a native (unspecified) coronary vessel at an unspecified date (on or before (B)(6) 2020), the lesion was prepped with a cutting balloon, followed by deployment of a 3.0x30mm (lot # 1703074001) cobra pzf nanocoated stent (at 18 atmospheres). After stent deployment, a perforation was observed and the patient began to code. While patient outcome is unknown, to date, the patient is not deceased. Though requested, no additional information was provided.

Manufacturer narrative:
As the stent remains implanted in the patient and there was no report of delivery system malfunction, the device was not requested. A review of the lot history record (lhr) was performed. There were no non-conformances related to the reported event. The lot conforms to its predetermined specifications and requirements. A review of instructions for use confirmed that perforation is labeled as known potential adverse event. Investigation is not yet complete. A follow-up report will be submitted with additional relevant information.

Event description:
During planned percutaneous coronary intervention (pci) for treatment of a lesion in a native (unspecified) coronary vessel at an unspecified date (on or before (B)(6) 2020), the lesion was prepped with a cutting balloon, followed by deployment of a 3.0x30mm (lot # 1703074001) cobra pzf nanocoated stent (at 18 atmospheres). After stent deployment, a perforation was observed and the patient began to code. While patient outcome is unknown, to date, the patient is not deceased. Additional information was requested.